Manufacturer narrative:
Results: inherent risk of procedure (occlusion). Patient's condition affected effectiveness of device (severely calcified, aortic neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (severely calcified, aortic neck dilatation).

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm size at the time of implant was 5 cm in diameter and currently 6 cm. The vessel morphology at the time of stent graft implant and currently was reported as the vessels measured small in diameter (10 mm) and severely calcified. The patient had sfa disease with severe stenosis prior to stent graft implantation. Currently, the aortic neck has dilated to 30 mm plus and it was only 5mm in length from the lowest renal which was the left. It was reported that three days post index procedure, the patient had left iliac limb occlusion, a kink in the stent graft and there was a femoral to femoral bypass. However, the femoral to femoral bypass was due to trauma to the vessel, but how and when this occurred is unknown and the information is not available. Four additional products were implanted. It was reported that on an unknown date this year, a CT scan demonstrated that the patient had a proximal type I leak from due to aortic neck dilatation. No stent graft migration was evident. The physician elected to treat the proximal type ia endoleak with an endurant cuff. However, the physician had to sacrifice the left renal and land higher just below the right renal due to the short aortic neck. The proximal type I endoleak was resolved but the left renal artery was occluded. There was also a distal type ib endoleak in the right cia and the 16 limb migrated up and the right common iliac dilated. The distal type ib endoleak was corrected with an endurant iliac limb. The final run looked good no leaks evident on the angiogram and pulsatile aneurysm mass had stopped. No additional clinical sequelae were reported, and the patient is fine.